Event description:
It was further reported that the loss of power occurred due to a double disconnect by the patient spouse.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in patient. Two (2) batteries ((B)(6)) and two (2) controllers ((B)(6)) were returned for evaluation. No performance allegations were made against the batteries. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the devices¿ history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controllers revealed that the controllers passed functional testing. Visual inspection of the returned controllers revealed contamination within the pump connector. Additionally, visual inspection of (B)(6) revealed contamination within both power ports. The observed contamination is an additional finding, not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. An internal inspection of the devices did not reveal any anomalies. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 18:31:40, at 18:32:13, at 18:32:44, and at 18:33:13, on (B)(6) 2023 at 16:38:46 and at 16:39:21, and on (B)(6) 2024 at 10:03:52, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed a controller power up event was logged on (B)(6) 2024 at 19:29:38, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. This was followed by a failed motor start attempt logged at 19:30:04 and one (1) vad stopped alarm logged at 19:30:05, indicating a failure of the pump to restart after multiple attempts. Furthermore, seven (7) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, eight (8) additional vad stopped alarms, and eight (8) additional controller power up events without an associated motor start event were logged on (B)(6) 2024, likely due to troubleshooting. Three (3) additional vad disconnect alarms were logged on (B)(6) 2024 at 03:49:06 and on (B)(6) 2024 at 12:57:22 and 13:08:04, indicating the controller powered on without the driveline connected and a physical disconnection of the driveline from the controller. Additionally, review of the event file and available information revealed that the date and time was incorrectly set to (B)(6) 2023 during the initial programming of the controller. Log file analysis associated with (B)(6) revealed that (B)(6) was the back-up controller used during the reported event. Review of the event log file revealed that, prior to the controller power up events, the controller last had power on (B)(6) 2024, indicating that the controller power up events occurred during troubleshooting and/or a controller exchange. Log file analysis revealed a controller power up event was logged on (B)(6) 2025 at 20:08:25, indicating a loss of power to the controller, and a subsequent vad disconnect alarm logged at 20:08:32, indicating the controller powered on without the driveline connected, likely due to troubleshooting during the reported controller exchange. The vad disconnect alarm cleared at 20:08:55, indicating the driveline was connected to the controller. This was followed by a failed motor start attempt logged at 20:09:16 and one (1) vad stopped alarm logged at 20:09:16, indicating a failure of the pump to restart after multiple attempts. Furthermore, seven (7) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, seven (7) additional vad stopped alarms, and seven (7) additional controller power up events without an associated motor start event were logged between (B)(6) 2025, likely due to troubleshooting. One (1) additional vad disconnect alarm was logged on (B)(6) 2025 at 14:50:59, indicating the controller powered on without the driveline connected. As a result, the reported events were confirmed. (B)(6) is in scope of (B)(4). The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to the controllers being powered up without the driveline connected and/or physical disconnections of the driveline from the controller during the reported controller exchanges and/or troubleshooting. The most likely root cause of the incorrect date and time event can be attributed to the reported improper setup during initial programming of the controller. Based on the risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: yes, return date: 08-sept-2025 h3: yes h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: yes, return date: 08-sept-2025 h3: yes h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was not on anticoagulation for a month prior to the vad stop alarm. The patient is being evaluated for heart failure and is no longer on hvad support as the vad failed to restart. The vad is off and will remain off.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date:30-nov-2024 /serial or lot#: (B)(6) h4: mfg date: 02-nov-2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. Two (2) batteries (B)(6) and two (2) controllers (B)(6) were returned for evaluation. No performance allegations were made against the batteries. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the devices¿ history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controllers revealed that the controllers passed functional testing. Visual inspection of the returned controllers revealed contamination within the pump connector. Additionally, visual inspection of (B)(6) revealed contamination within both power ports. The observed contamination is an additional finding, not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. An internal inspection of the devices did not reveal any anomalies. Log file analysis revealed motor start events recorded on 31/aug/2023 at 18:31:40, at 18:32:13, at 18:32:44, and at 18:33:13, on 12/dec/2023 at 16:38:46 and at 16:39:21, and on 17/may/2024 at 10:03:52, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed a controller power up event was logged on 22/dec/2024 at 19:29:38, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 38% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 20% rsoc. This was followed by a failed motor start attempt logged at 19:30:04 and one (1) vad stopped alarm logged at 19:30:05, indicating a failure of the pump to restart after multiple attempts. Furthermore, seven (7) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, eight (8) additional vad stopped alarms, and eight (8) additional controller power up events without an associated motor start event were logged on 22/dec/2024, likely due to troubleshooting. Three (3) additional vad disconnect alarms were logged on (B)(6) 2024 at 03: 49:06 and on (B)(6) 2024 at 12:57:22 and 13:08:04, indicating the controller powered on without the driveline connected and a physical disconnection of the driveline from the controller. Additionally, review of the event file and available information revealed that the date and time was incorrectly set to on (B)(6) 2023 during the initial programming of the controller. Log file analysis associated with (B)(6) revealed that (B)(6) was the back-up controller used during the reported event. Review of the event log file revealed that, prior to the controller power up events, the controller last had power on (B)(6) 2024, indicating that the controller power up events occurred during troubleshooting and/or a controller exchange. Log file analysis revealed a controller power up event was logged on 19/aug/2025 at 20:08:25, indicating a loss of power to the controller, and a subsequent vad disconnect alarm logged at 20:08:32, indicating the controller powered on without the driveline connected, likely due to troubleshooting during the reported controller exchange. The vad disconnect alarm cleared at 20:08:55, indicating the driveline was connected to the controller. This was followed by a failed motor start attempt logged at 20:09:16 and one (1) vad stopped alarm logged at 20:09:16, indicating a failure of the pump to restart after multiple attempts. Furthermore, seven (7) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, seven (7) additional vad stopped alarms, and seven (7) additional controller power up events without an associated motor start event were logged between 19/aug/2025 and 20/aug/2025, likely due to troubleshooting. One (1) additional vad disconnect alarm was logged on (B)(6) 2025 at 14:50:59, indicating the controller powered on without the driveline connected. As a result, the reported events were confirmed. (B)(6) is in scope of fca cvg-21-q3-21 (subgroup 3). A possible root cause of the loss of power event can be attributed to the double disconnection of power sources as described in the event details. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. CAPA: pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA: pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to the controllers being powered up without the driveline connected and/or physical disconnections of the driveline from the controller during the reported controller exchanges and/or troubleshooting. The most likely root cause of the incorrect date and time event can be attributed to the reported improper setup during initial programming of the controller. Based on the risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system _ unknown controller d4: model #: / catalog #: / expiration date: / serial #: d9: no. H3: no. H4: mfg date: h5: no. D1: heartware ventricular assist system _ unknown controller d4: model #: / catalog #: / expiration date: / serial #: d9: no h3: no h4: mfg date: h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department for evaluation after experiencing a controller malfunction of unknown cause and a ventricular assist device (vad) stop with a "change controller" alarm. The patient's spouse had attempted a controller exchange at home, but the "vad stopped, change controller" alarm persisted. A second controller exchange was attempted in the emergency department, but the same alarm was present and the pump did not start. The patient was alive with injury following these events, and a transfer to another facility for further evaluation and treatment was planned. The vad remains implanted and controllers remain in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: (B)(6) d9: yes, return date: 08-sep-2025 additional products: (B)(6) d9: yes, return date: 08-sep-2025 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were controller power-up attempts indicating loss of power to the controller. The vad had motor starts outside of the typical range and multiple failed motor start attempts. Additionally, one controller had a time/date stamp error and it was suspected that the controller was programmed incorrectly.